Manufacturer narrative:
Investigation pending.

Event description:
Caller reported customer had potential false positive troponin I (tni) results on triage cardioprofiler kit vs. Beckman coulter chemistry analyzer. A (B)(6) male pt who lives and works on a farm had sample drawn on (B)(6) 2012 at 2200. The sample was run on triage giving a positive result. The same sample was run again on triage and again gave a positive result. A second sample was collected on (B)(6) 2012 at 0007 which again gave a positive result. Samples from (B)(6) 2012 were also run on the lab analyzer giving negative results. No further pt info is available. After troubleshooting with technical service specialist, customer stated that another pt sample was run that was also being run in the lab. Everything checked out fine with this pt. Results were negative on the triage meter as well as the lab.